Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices used in procedure: pxc141000/7604062, pxl161007/7518624.

Event description:
On (B) (6) 2010, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Prior to deploying the gore excluder devices, coil embolization of the right internal iliac artery was performed. The trunk-ipsilateral leg component was advanced to the target position, and the location was verified using angiogram. The deployed trunk-ipsilateral leg component unintentionally covered the left internal iliac artery. The right iliac artery was then intentionally covered by implanting a contralateral leg component and an iliac extender component. The physician then performed a bypass from the left external iliac artery to the left internal iliac artery using a 6 mm advanta vxt eptfe graft.